Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the monopolar curved scissors instrument did not cut anymore. No patient harm, adverse outcome or injury was reported, and the planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, performance testing was conducted, and the instrument was not able to cleanly cut through a .006" piece of latex. Engineering observed that the instrument blades are not damaged, however, the blade edges are slightly rounded at the tips, which negatively affects cutting performance. Engineering determined that decreased cable tension and/or belleville spring force may have also contributed to poor cutting performance. Engineering also observed deep scratches on the clevis end of the main tube with material removed. The damage is located approximately .750" from the proximal clevis and spans an area of 1.120" x .250" long. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.